Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The report complaint of "helium tank depleting about every hour" was confirmed by the field service engineer; however, the helium regulator assembly passed functional test specifications during complaint investigation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was report that the registered nurse (rn) called the clinical support specialist (css) to troubleshoot the helium tank emptying about every hour. The rn has noted that they have changed the helium tank twice and the pump is alarming low tank. As a result, the pump was switched out. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was report that the registered nurse (rn) called the clinical support specialist (css) to troubleshoot the helium tank emptying about every hour. The rn has noted that they have changed the helium tank twice and the pump is alarming low tank. As a result, the pump was switched out. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.